Event description:
It was reported that the device would reset itself and it would lock-up into the self-test screen. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system controller pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the board was temperature sensitive when tested in the unit; however, the observed condition could not be duplicated when tested outside of the unit. Further root cause of the reported failure could not conclusively be determined.